Event description:
The following complaint info was obtained at the ivus forum. Additional info was requested, but could not be obtained. During a percutaneous coronary intervention (pci) procedure, in which an intravascular ultrasound (ivus) imaging catheter was used, the catheter tip was fractured. The tip was retrieved using a snare. There were no complications. The pt status was reported as "good".

Manufacturer narrative:
The lot # of the suspect device is unk; therefore, the MFR and exp dates cannot be determined. The device was disposed by the facility; therefore, a device eval cannot be performed.